Event description:
It was reported that prior to an abdominal aortic aneurysm repair procedure, pre-close placement of the sutures was attempted of an 8-french sized moderately calcified common femoral artery using perclose proglide devices. Reportedly, a needle-to-cuff miss occurred. When the needle plunger was removed, no suture was present on the needles. The device was removed over a guide wire and two additional proglide devices were attempted but also resulted in a needle-to-cuff miss. A fourth proglide device suture was successfully deployed. A fifth proglide device suture was deployed in opposite orientation. The sutures were set to the side, the access site was upsized to a 12-french, and after conclusion of the abdominal aortic aneurysm repair procedure; hemostasis was achieved with the sutures. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
The(B)(4). Device evaluation: the customer reported that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record and a query of the complaint handling database could not be conducted because the lot number was not provided. No product deficiency was identified. As per the special patient populations section of proglide instructions for use, the safety and effectiveness of perclose proglide smc devices have not been established in patients with femoral artery calcium which is fluoroscopically visible at access site. The other proglide devices, referenced are being filed under a separate medwatch manufacturer report numbers.